Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and after switching on the unit, the display flickered once and immediately switched off. Checked the fan was moving & charger indicator was glowing. Opened the unit, checked the main board led indicators also glowing, display on but immediately getting off as display shut down. Checked for moisture present on pcb but not found. Cleaned and reconnect main board and front end pcb. Reset all the connector from power supply unit & also reset both the dataset. But fault not rectified. Checked the battery voltage found ok. Opened the power supply unit and measure the output voltage and found charger board is needed for testing. After unit get tested with ps board & switch on, then further safety test will be done. Suggested to user to not switch on the unit until unless it repaired. Fse checked with another power supply unit, (power supply charger unit supplied by customer) and found ok. Observed sometime no error found. All safety functional test passed and device handed over to user with good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, during a routine check, the cs100 intra-aortic balloon pump(iabp) unit was not turning on. There was no patient involvement.